Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) reported the patient's therapy was not working after an MRI scan the week before. The patient had a head scan and had turned the device off. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine what actions/interventions were taken to resolve the therapy not working. If additional information is received, a follow-up report will be sent.